Event description:
It was reported that the customer had a failed battery test on the insulin pump. The customer's blood glucose level was 102 mg/dl. The troubleshooting was performed. The customer was advised to inset new aaa alkaline battery on the insulin pump. The customer was advised that the insulin pump need to be replaced. The patient was advised to revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected failed battery test alarm noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.